Manufacturer narrative:
The device was not received for analysis; therefore; no physical analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The customer supplied image presents polymer jacket skive damage and removal over an indeterminate length of the distal end of the wire. The distal region of the wire also presents a large radius bend consistent with tensile strain deformation. The device instructions for use state, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and/or the catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel". At this time it is not possible to assign a definitive root cause for this event as reported. If any further relevant information is provided, a follow-up medwatch report will be submitted.

Event description:
The coating came of the actual guidewire itself. Two to four inches of the wire coating came off inside the patient. They had to try and pull it back and when they tried pulling it back that is when the piece came off. They had to basically re-prep the whole case after it was set and done and then totally restart all over on the patient. They were not able to retrieve it and it is still inside the patient. It was verified by three physicians that because of the nature of everything, they did not see a harm to the patient other than the fact that it is going it be in there. They could not physically go in without doing a cut -down or whatever to retrieve it. No complications happened to the patient that they are aware of at this point.